Event description:
It was reported in a physician presentation that a slow-flow issue occurred, requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right distal superficial femoral artery. A jetstream xc was used in an atherectomy procedure to treat peripheral arterial disease. The jetstream xc ablated the lesion; however, after the ablation, a slow-flow issue occurred. An additional procedure was performed, and the flow improved. After, the procedure was completed with no complications. There were no adverse health hazards for the patient.

Manufacturer narrative:
B3: estimated based on the date the manufacturer became aware of the event.